Event description:
The account alleged the foot end brakes will not lock in place when the brake pedal is set. The account alleged the stretcher rolls and swivels while in brake mode. No injury reported.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.